Event description:
It was reported that the patient was experiencing pain at the ipg site. It was also noted that the ipg was moving and was difficult to charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the hospital.